Manufacturer narrative:
Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 14-jun-2022, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that during the replacement procedure it was discovered that the leads were corroded so the leads were replaced at that time. It was noted that during the procedure it was checked and confirmed that the replacement leads were working. There were no further symptoms or complications reported or anticipated.